Event description:
It was reported that, during a meniscus repair surgery, the inner rod of the fast-fix 360 couldn't rebound, the t2 implant could not be deployed. T1 was fully deployed, however, it was removed from the patient. Surgery was completed without delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the actuator bar fully extended. T1 and t2 are on the suture string with the knot partially tightened. There is debris on all returned items. A functional evaluation was performed on the returned device and found it does not cycle as designed due to the actuator bar being stuck in the fully extended position. An evaluation of the customer provided image showed the device and the suture with t1 off the needle. T2 is not shown in the picture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the inner rod of the fast-fix 360 couldn't rebound, the t2 implant could not be deployed correctly and had to be removed from the patient with forceps, t1 was left secured in the patient. Surgery was completed without delay, using a back-up device instead. No further complications were reported.